Event description:
Boston scientific received information that approximately two months post implant, follow up of this device revealed four and one-half years to end of life battery status and the battery gauge has shifted to approximately forty percent of beginning of life (bol) status. There was concern that the battery depleted more rapidly than expected. An internal technical service consultant was contacted. The approximate time to explant is the project time remaining until explant status is reached and influenced by power consumption. Programming new pacing values or changes in lead measurements will impact the power consumption and the predicted estimated longevity. Ts estimated approximately six and seven months expected longevity. A save all to disk was recommended. No adverse patient effects were reported. This device remains implanted and in service.

Manufacturer narrative:
This is the information known at this time. Should additional information become available, this event will be updated.